Event description:
The facility reported a fail code 570 during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.